Event description:
While opening the outer blister, the inner sterile blister opened at the same time. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.